Event description:
It was reported that the asymptomatic patient presented to the operating room for lead repositioning procedure due to high capture threshold. During procedure, it was observed that the orientation of the pulse generator was upside down in the pocket. It was believed that the device moved and may have contributed to micro-dislodgement of lead. The device was repositioned. There were no issues.